Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1bwbj implanted: (B)(6) 2017 product type lead patient code (B)(6) no longer applies. H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code c53269, eval code method 4117, eval code-result 3221, and eval code-conclusion 67 apply to interstim ii (serial#(B)(6) and lead (lot#va1bwbj). Device code c62917 applies to lead (lot# va1bwbj) only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they met with a rep in the past to add two new programs because two of the four didn't work. No additional details could be provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient still was having "a little" urgency and frequency. During the call, the patient was able to change programs. Patient stated he was having a test tomorrow where they fill up his bladder with water. Patient stated he was keeping a diary. The patient was not getting 50% or greater reduction in symptoms. The patient then called back a day later that they had a cystometrogram where they filled his bladder with water to see but did not have the results yet. The patient stated stim was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient met with their doctor and a manufacturer representative a few weeks ago who changed from program 4 to 2 and with a more intense stimulation, but the patient still had the urgency/frequency symptoms. The patient tried adjusting stimulation from around 5 up to 6-7 and back down to 4.7; it was noted it got too high, so the patient lowered back to a comfortable level. The patient felt stimulation in the penis, but not in the buttocks; the bicycle seat for stimulation was reviewed. It was noted since the patient recently adjusted stimulation, they felt a jolt in the testes if they moved a certain way sometimes. The patient had an x-ray performed of their back to see if the electrodes moved and didn¿t really get an answer if the electrodes moved, but was told they might have a disc problem in their lower back. The patient was advised to review directions previously provided by their healthcare provider (hcp), and it was noted the patient had an appointment on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was scheduled to see their hcp on (B)(6) 2017 to have a test/scan to see why they had urinary frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were still having a lot of urgency and frequency. The patient stated the implant was helping at the beginning and then they started having issues again. The patient noted their appointment on (B)(6) would be for ¿tweaking¿ and they would be having a urodynamic to see how their bladder was doing. The patient called back to say they were having a bowel issue on and off since implant and they wanted to know how the therapy could affect their bowel. The patient was redirected to their healthcare provider to discuss symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was further reported that they were still experiencing urinary frequency. They recently was reprogrammed to program 3. They wanted to have MRI because they didn¿t know if their sacral nerves were getting good communication to the brain.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient wanted to know how to change programs, further mentioning that they saw their urologist on the day of the report and the nurse put the patient on program 3 at 3.5 v. Patient reported that program 2 was kind of not working and stated they still had a lot of urgency and frequency. Patient reported that the nurse told them to give it a week to see if it worked. Prior to making program change at the doctor's office, patient noted it was working fine but then they noticed a change. Program change was reviewed for the patient and they practiced making program changes. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was seen by a neurologist for a consultation on (B)(6) 2017 regarding their overactive bladder. It was reported that the patient had insomnia and anxiety, but no neurologic damage was noted. The patient had cancelled all subsequent follow-up appointments with the neurologist and no further testing was done. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient continued to state once in a while he has to crank his stimulation up to see if he was getting stimulation and stated sometimes he felt it faint and sometimes he felt stim really good. Patient further explained that every time he moves a certain way, the stimulator site hurts, patient stated even sometimes when he was sitting down it hurts at implant site. Caller said he has had these 4 programs since may and was not sure if they are working or in the right place etc. Patient noted he does feel stim and cranks it up to about 8.5. Patient stated he was still getting a lot of urgency and frequency as noted in the previous call.

Manufacturer narrative:
Product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that their previous device that they first got in 2017 was ¿messed up,¿ and had to be replaced with the current implant. The patient reported that the wires or something were twisted or messed up. The patient reported that they did an x-ray ¿or something.¿ the patient reiterated that they weren't getting symptom relief. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In the bicycle seat area, but instead was feeling stimulation at the implant site. The caller wanted to know if there was a short in the patient's device and was advised that the patient would need to follow-up with their healthcare provider (hcp) to have the device checked. At the time of the call stimulation was set to 5.7 on program 4 and the patient was advised to possibly reduce stimulation to see if this resolves the issue. While the patient had not falls that would have contributed to the issues the patient did bump into something and hit the stimulator, but the patient did not remember when this happened. Additionally, it was noted that when the patient moves around there was pain in that area and when the patient moves a certain way there is pain. Furthermore the caller indicated that the pain was like when the patient first had the implant which was confirmed to be surgical pain. The patient was advised to follow-up with their hcp regarding the patient's issues of uncomfortable stimulation, stimulation in the wrong location, and pain. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device should be helping so they were wondering if they may have nerve damage or something. The patient also noted they did not know the results from where they filled their bladder with water.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the neurology office isn't calling the him back. The patient asked for the manufacturer representative (rep) to contact and help with the programs. An e-mail was sent to the rep to contact the patient. On (B)(6) 2017, it was noted that the patient's programs were fine the way they were. The rep has tracked him with patient management worksheets and objectively proven the patient's success. There were no further complications or anticipations with the event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1bwbj , implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient still had pain near the ins implant site. It would happen every once in a while when they moved or laid a certain way. Their hcp checked their device out and everything looked good. They were able to turn the ins off and on and was on program 4 at 5.0.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1bwbj serial# implanted: (B)(6)2017 explanted: product type lead h6. Lot serial number (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since implant, the ins had only sort of helped with symptoms; they still had some urgency and frequency. It was noted that if the patient increased stimulation they could feel it between their butt cheeks, where they go ¿number 2 at.¿ they stated that they noticed this when they cranked it up to make sure it was still working, as they were not always feeling stimulation; at the time, they were at 6.1 and not feeling stimulation. It was reviewed that if they ¿crank it up¿ and feel the stimulation in their butt, they could consider turning it back down to a comfortable level. The patient¿s programming options were reviewed with them, and it was recommended that they discuss their next steps with their healthcare provider. The patient also mentioned that they had been taking medication prescribed by their neurologist for overactive bladder and bph for 3-4 years. They stated that they were on ¿temp solution¿ and ¿cialis¿ and wondering if that was the reason they were still having some urgency and frequency with the implant. They also asked about swimming. Patient stated they were told by healthcare provider (hcp) that it would take at least 6 months before they noticed anything. It was recommended that they follow up with their healthcare provider about medical information. A few days later, patient further reported that they just talked to the hcp¿s office and ¿ he put on the computer that they might have nerve damage¿ and hcp wanted the them to follow up with a neurologist. Patient had scheduled an appointment with neurologist on july 5th. Patient services asked if the nerve damaged was from the interstim and patient stated¿ they believed so, that was what the nurse said¿ and wrote on their record that they might have nerve damaged. Patient called hcp because they were still having urgency and frequency. Patient indicated they were not sure if they were still having urgency/frequency from the nerve damage or not. They did not know if it was from the nuerostimulation, they had no idea. Patient stated they were on program 4 at 6.4v and they increased stim to 8.5v and did not feeling anything. During the call, it was noticed that the patient programmer (pp) showed stim was on and they were on program 4 at 6.4v. Patient indicated they were already tried other three programs. Patient stated they got some kind of pain in the space under the testes. Patient stated every once and a while they had pain down there at the implant site. It did not like it was deep enough. They felt a bump. Patient indicated they saw hcp two weeks ago and they took off once bandage and put smaller bandage on. Patient was informed by hcp that it was ok for them to take shower and lay on back. Patient stated the device was working at that time. They had not seen a manufacturer representative (rep) or hcp since the device was not working. They were not scheduled to see the hcp for three months. Patient stated the y were supposed to go back to work on june 14th. Now , they are going back on july 10th because hcp wanted them to wait a little longer. Patient indicated they did a lot of twisting and bending at work. Patient thought the wire moved somehow. They wished the hcp put the cuff in that goes around the sacral nerve. At about a day later, patient called back and reported that they were using program 4 at 8.5v and they were not feeling anything. They were on program 4 when they first got the implant. Patient was on the first set of programs and wanted to know how many sets of programs they had. Patient noted they wanted to get out of program they were on. They did not have the patient programmer (pp) on the day of this call to change the programs. Patient stated the hcp wanted to change to second set of programs and that was why they wanted to know how many sets they had. Patient later clarified they were referring to how many times they can get reprogrammed for a new set of programs. Patient then noted that they were told that their hcp needed to change programs to a different set of programs. Patient stated maybe they needed new sets of programs or may be their body were getting used to it. Patient further stated may be the stimulator was causing them all the urgency and frequency or maybe they had nerve damaged but they did not know. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 31st reported he was looking for a CT scan to make sure his brain was sending good communication/the right signals to his spinal cord because he was still not getting symptom relief. Additional information from the patient on november 7th reported they were wondering if he would feel stimulation sensation only 1 was working. The patient indicated he felt stimulation in the pelvic floor region. The patient stated he continued to have some pain at the implantable neurostimulator (ins) site in certain positions like when he was bending, walking, laying in bed. The patient stated he told the healthcare professional (hcp) about it and he told the patient everything was healed well and fine. It was review the patient could turn off the therapy to see if that impacted the pain at the ins site. The patient asked about possible trouble shooting that could be done to see if there was a problem with the lead. The patient stated they were going to try turning therapy off for a brief time and following up with the hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was on 5.5v and turned stimulation up to 8.5v on program 4 but was not getting stimulation. Patient was not getting good symptom control. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1bwbj serial# implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who experienced a fall and they are not feeling stimulation. They are on program 4 and "cranked" stimulation to 8.5v, but couldn't feel stimulation. They said the ins is not working because the patient isn't feeling stimulation. They also have pain around the ins site and could tell "something was going on;" they had to leave work early due to the pain. The patient added they were shoveling snow last friday and fell. They fell on the implantable neurostimulator (ins) and their tailbone and wanted to contact the healthcare provider's (hcp) office to get a manufacture representative's (rep) information to see what to do; the hcp's office isn't calling back. As a result of what was reported, the patient was redirected to their hcp to have the ins checked and to contact a rep. Patient called back inquiring if a fall can affect implanted components because the hcp told the patient that a fall couldn't. It was reviewed that the patient should follow up with the hcp if a fall occurs; manufacturing company, rep, and hcp roles were reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called to get assistance changing programs to help them better, their therapy was not working well. Patient stated they were on program 4 at 5.5v and wanted to change to program 2. Patient stated they were just trying to experiment to see if it was going to help them, but maybe program 4 was too powerful. Patient was just trying different programs to see if they could get some relief. Patient was able to sync with their patient programmer and it showed stimulation was off. Patient was instructed to turn therapy on. While on the call the patient was assisted to change the setting from program 4 at 5.5v to program 2 at 4.2v. When patient changes to program 2 they stated it was kind of uncomfortable. Patient was assisted to decrease stimulation to 3.3 where the patient confirmed feeling stimulation in the correct area and it was comfortable. Patient was redirected to their healthcare provider to discuss further therapy/setting changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called regarding the problems they were having. Patient was asked to clarify when the issue started. Patient stated it was tweaked in (B)(6). When asked when the issue started for them, they stated it worked good for about a month or month and a half, but then around (B)(6) or so it started, 2017. Patient stated that their manufacturer representative was supposed to put 4 new programs in their unit. Patient was redirected to their healthcare provider to have a rep paged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-05 from the patient stating that their healthcare provider told them they could shut the implant off when they were at home since they were near a bathroom, and they had it turned off for some time. Upon turning it back on the week before, they felt pain at the implant site, the patient noted it was a ¿tightness of pain¿ that they felt, and still felt it after the implant had been turned back on for some time. The patient wondered if it was due to them ¿tossing and turning¿ at night. The patient reported they were still feeling stimulation in the bike seat area. The patient also reported they had an x-ray to check the placement of the electrodes because they were not getting a lot of symptom relief, and it showed the electrodes were in the correct position and had not moved. The patient noted they were still going to the bathroom every hour and a half. The patient called back on (B)(6) 2017 to ask if they were ¿hurting it when they turn it off at home¿. It was reviewed that they would not get a therapeutic effect when the implant was off. The patient reported that their doctor checked it before and said everything was alright but the patient thought there was a malfunction somewhere and ¿even though there is a malfunction they can still work¿. The patient wanted to know what the doctors would do if there was a malfunction and if the clinician programmer would pick up on a malfunction. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1bwbj, implanted: (B)(6) 2017, product type: lead, (B)(4), ubd: (B)(4) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer: the patient reported again that they still had a lot of urgency/frequency since august or september of 2017. The patient had a new hcp who confirmed the electrodes were in the right place, and the manufacturer's rep wanted them to go to program 3. While on the call the patient was assisted and it was found that their therapy was on, on program 3 set at 3.7 v. Patient stated he just switched to program 3 today and had been on program 4 at 5.0 for a long time. Patient was advised that since they just switched programs they should allow the body time to adjust and to contact hcp if symptoms didn't resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient called in because he wanted to know if he should feel stim in the tailbone. Patient stated program 1 was the only program that was "kind of helping". Patient said the other 3 programs were not working. Patient said he realized programs 2,3 and 4 were not working about a month or 2 after implant. Patient said he met with the rep at the hospital and she left program 1 and put in 3 new programs. Patient stated he tried the new program 2 and wasn't feeling any stim at all. Patient stated he called the rep and she told him to just go to program 3. Patient said he was on program 3 and was feeling stim in the tailbone and not the bike seat. It was reviewed that the bike seat was the desired location to feel stim. Patient said she would try program 3 for a couple weeks then go to program 4 if needed. Patient said he did do a lot of twisting and bending at work. Patient said he had bumped the device a couple times.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported and additional information was received. It was reported that the device had been helping, but then all of a sudden, in (B)(6) 2017, they were going to the bathroom all the time. Also, they would crank it up to 8.5, and they used to feel it, but now they don¿t feel it, or feel it very slightly. The patient stated that they thought maybe one of their leads had moved, but nobody had checked their leads yet. It was also reported that they were going to see the neurologist because they were not getting any relief; they wanted to know what tests they could get. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient repeated information from original call. They stated they had been reprogrammed in june 2019 and they were still not getting therapy benefit. They wanted to ask the rep if they should increase stimulation on program 1 or change to program 2. Patient services tried to assist the patient, but they declined. The patient was directed to their healthcare provider and it was noted they had an appointment scheduled for (B)(6)2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was no answer at the time that the additional information was received regarding clarification for the implantable neurostimulator only sort of helping with symptoms. The patient had told his urologist about it, and they had contacted a manufacturer representative. The urgency and frequency had not been resolved by the time that the additional information was received. Additionally, on (B)(6) 2017, it was reported that the patient thought that his leads had moved from his sacral nerve, but he was not sure. He didn¿t know if the electrodes on the lead were firing. The health care provider wants to put different programs. The patient wants to check if the lead was in place. The patient¿s therapy was not working and he was on program 4. The patient thought that the health care provider only had 1 electrode active, and the patient wants all 4 active. The patient noted that he has a follow-up appointment with his health care provider on (B)(6) 2017. There were no further complications reported.